Manufacturer narrative:
At the completion of the clinical evaluation, based on the information received, there were confirmed evidence to support the following reported event of an type 3a endoleak on the left iliac with complete component separation. In addition, a type 1b endoleak with sac growth was noted in the rcia (right common iliac artery). Physician re-intervened and repaired the endoleak successfully with two (2) non-endologix limbs. Cumulative knowledge informed by past assessments of similar complaints was applied to a review of the available medical information. The most likely cause of the bilateral loss of seal, and complete component separation of the left iliac artery was intentional user error due to the off label iliac anatomy (bilateral vessel diameter; left iliac angulation >90°). There were no other user-related issues detected. Cautionary product use conditions (large bilateral iliac thrombus burden) likely contributed to this event. No procedure-related harms could be identified due to the lack of medical information surrounding the repair procedure. The patient was reported to be doing well the repair procedure; to date, there have been no reports of further negative patient sequelae. The review of manufacturing lot confirmed all devices met specifications prior to release. The lot usage history shows that no other units from the affected lots have been involved in any similar complaints at this time. The device still remains implanted in the patient. No device will be returned for evaluation. These types of events will be monitored and trended as part of the quality system.

Event description:
At the completion of the clinical evaluation, based on the information received, there were confirmed evidence to support the following reported event of an type 1b endoleak and sac growth noted in the rcia (right common iliac artery). In addition, upon clinical's final assessment, it was confirmed that the patient also had a el3a on the left iliac with complete component separation. Physician re-intervened and repaired the endoleak successfully with two (2) non-endologix limbs.